Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an adc meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced a seizure and self-treated with sugar. There was no report of death or permanent impairment associated with this event. A sensor result of 48.00 mg/dl was compared to an adc meter reading of 148.00 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.